Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3/as compounder. According to the facility, the compounder completed the tpn (total parenteral nutrition) and delivered 2200ml instead of 2000ml in final bag. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of 'the compounder completed the tpn and delivered 2200ml instead of 2000ml in final bag' was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition.a service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is currently under evaluation by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.